Event description:
Clinic reports that the tip of the arterial pt connector cracked and broke off in the arterial port of the tesio catheter following reinfusion. The clinic reported that the line had been used three times previous to the event, however gave a part number for a non reuse line. Telephoned facility on 5/25/00 and found that the correct pn was 03-7630-1. No lot number is available. The tip actually cracked when the pct was attempting to disconnect the line at the end of the treatment. The clamp opened and air got into the system/catheter. The clinic was unable to flush the arterial side of the catheter with normal saline or fill it with heparin. The pt turned blue to white and was given oxygen and normal saline. Pt was then sent to the hosp via ambulance for observation and stayed overnight for replacement of the catheter tip. The pt subsequently returned to dialysis three days later without further incident. Questionnaire faxed on 6/6/00.